Event description:
During a routine doctor appointment, a lab measured about 130 mg/dl and blood glucose device read in the 300s mg/dl taken about 1/2 hour apart. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.